Event description:
Consumer complaint of low blood results. Expected blood glucose results is below 200 mg/dl at least two hours after meals. Customer observed symptoms of dry mouth, frequent urination, and headache; and sought medical advice of nurse. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Blood test performed during call ((B)(6) /2014; 7:51pm) with result of 63 mg/dl (not verified if before meal / after meal). Verified storage of test strips is not within specification since they are kept on kitchen table. . Test strip lot MFR's expiration date is (B)(6) 2016 and open vial date is not verified. Recall test results performed at least two hours after meals from meter memory (date/time not set correctly): (B)(6); 7:52pm - 75 mg/dl; (B)(6); 2:50pm - 134 mg/dl; (B)(6); 9:22am -171 mg/dl; (B)(6); 3:30pm - 166 mg/dl; (B)(6); 6:23am - 79 mg/dl. Based on the customers expected result 200 mg/dl and the lowest result obtained by the customer 63 mg/dl; the complaint is reportable- zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and tests strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference or user's test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/05/2014).